Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 4 atms on the second inflation. The initial inflation was to 4 atms. The lesion being treated was located in the calcified, 90% stenotic proximal right coronary artery (rca). The procedure was completed with another of the same devices. Patient status was reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for top assembly batch # 8571513 found that the device met its material, assembly and product specifications, at the time of release to distribution.